Event description:
It was reported that insulin pump declared alarm 20 during pumping and that cartridge alarm repeatedly occurred, preventing customer from resuming insulin therapy despite assistance with proper cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump was within warranty and needed replacement, backup therapy with replacement pump was arranged, storage mode instructions were provided for transport, and distributor representative replaced original pump, which was to be returned to the company.